Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Investigation of the fluid path and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. Therefore, a root cause could not be determined for the reported dislodging. Additionally, the adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined. Furthermore, investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. An 0x1c alarm generated in the device data, indicating the pump has reached expiration time after 80 hours of operation. The downloaded data confirms the device has operated for 80 hours. No timeouts or drive stalls were observed in the device data that could indicate the device struggled to deliver insulin. The fluid path was inspected and no signs of leakage were observed. Cracks were observed on the top housing of the returned device. However, the cracks did not affect the functionality of the device.